Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had pump error alarmed. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were unable to clear the alarm and was unable to rewind the pump. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) due to moisture damage on motor assembly. Unable to verify pump error due to critical pump error (open book image).